Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: sep 5, 2023 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of the original lens case. A customer provided sterilization pouch. Product evaluation was performed under magnification. The complaint lens haptics were received bent and one portion of a haptic was removed. The lens optic presented with damage to the edge of the lens. The complaint issue could not be confirmed. However, the observed issue "haptic damaged" is similar to the complaint issue "haptic detached" and could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was not implanted. The doctor thinks he could have messed it up trying to load, but there was no loading haptic when the doctor went to insert the lens; therefore, they got a new lens. It is unknown if there was patient contact with the device. No further information was provided.